Event description:
It was reported an issue with optilene suture. The client reported that, "the physician (user, not our direct customer) complains that the thread comes out of the needle. The doctor's office informed me that this was the 3rd time that this complaint had been made. When did the failure occur: during therapy". Additional information received: "all we've received is the information that there's been no harm to the patient. No further information has been provided to us by the practice".

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured (B)(4) of this code-batch. There are 8 units in stock (blockage requested). We have received 23 closed samples for analysis. We have tested the needle attachment strength of all samples received and the results do not fulfil the requirements of the european pharmacopoeia (ep) for the average: 0.19 kgf in average and 0.12 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.